Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 56 and blood glucose was 93 mg/dl. The customer stated that she ate some mac and cheese and received a low alert. The customer was advised to remove and replace the sensor. The customer was advised to call back if any issues persist. The customer will be sent 3 replacement sensors.